Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing by 10% (infused 18 out of 20ml). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusing which was reproduced. The device underwent flow testing and was found to under infuse out of flow rate accuracy specifications. Evaluation determined the cause to be the pressure plate travel out of calibration. The device underwent pressure plate ravel and flow rate calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.